Manufacturer narrative:
Returned device was received in good physical condition but with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, no issues were found with the returned pump. The downstream sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beeping. No patient was involved in this event. No adverse effects were reported.